Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and found it to be non-repairable. It was recommended to the customer to take the device out of service. The device will be returned to the customer. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and verified the reported issue. The device is non-repairable and it was recommended to the customer to take the device out of service. The device will be returned to the customer. The device was returned to the customer unrepaired, therefore a root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the display was not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and found it to be non-repairable. It was recommended to the customer to take the device out of service. The device will be returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the display was not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.